Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that a flexiva 1000 laser fiber was used during a bladder stone procedure in the bladder performed on (B)(6) 2015. According to the complainant, during the procedure, when the physician stepped on the foot pedal, the fiber lit up and the laser fiber misfired energy through micro fractures. The procedure was completed with a different device. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Mfg site name-(B)(4). The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.